Manufacturer narrative:
(B)(4). The reported complaint of iab tight over guidewire is confirmed. Upon visual inspection, multiple kinks were noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the location of the kinks. The root cause of how the kinks occurred is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after passing of the guide wire, the doctor tried passing it through the intra-aortic balloon (iab) catheter, however the catheter could not be passed. As a result, the catheter was removed, and a second attempt was made with a new set successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after passing of the guide wire, the doctor tried passing it through the intra-aortic balloon (iab) catheter, however the catheter could not be passed. As a result, the catheter was removed, and a second attempt was made with a new set successfully. There was no report of patient complication or serious injury and death.